Manufacturer narrative:
It is not clear if a device will be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not working, the (dvi) digital visual interface was out, there was no image, however it was working with the (sdi) serial digital interface. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5, d1, d2, d4 and h6 (component code) as the customer reported the incorrect model model number. The report also includes additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for evaluation and found the unit was not generating an image when using 180 scopes due to a faulty patient board set. In addition, the front panel was discolored, the chassis was rusted, a defective video socket and the software was outdated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that no image with the 180 series scopes occurred due to a patient board set (ap/dr) failure. However, the specific root cause of the failure could not be determined at this time. In addition, the cause of the (dvi) digital visual interface port not functioning properly could not be identified because it was not replicated during device evaluation and found to be working properly. This report is related to medwatch 3002808148-2023-12077 (patient identifier (B)(6) ). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center was not working, the (dvi) digital visual interface was out, there was no image, however it was working with the (sdi) serial digital interface.